Event description:
It was reported that a device was used during an unknown procedure. It was reported by the rep that the handpiece would short out then work for short periods of time. The case was completed with another hp052. There was no patient consequence.